Event description:
As reported, during a transabdominal preperitoneal (tapp) procedure on (B)(6) 2022, the optifix fixation device was used to fixate a 3dmax light mesh. It was reported that the fastener failed to fixate the mesh and a broken fastener was released. After the broken fastener released, the remaining fasteners were deployed successfully and fixated into the mesh. The procedure was completed with the device in question with no further issues. The broken fastener was removed from the patient's body. There was no reported patient injury.

Manufacturer narrative:
As reported, the bard/davol optifix straight fixation device deployed broken fastener and failed to fixate the mesh. After the broken fastener deployed the subject device was used to complete the procedure with no further anomalies. The subject device has been discarded by the user facility. A photo provided confirmed the broken fastener reported. Based on the information provided, the reported event is confirmed. The most probable cause for the deployment of a broken fastener is likely related to forces applied during user/ device interface. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned - sample discarded.